Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-june-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanners were not working in the main portal. The technical support specialist (tss) confirmed with the customer who reported that when scanning a barcode at the server and linking it, the barcode was generated but no medications appeared on the page. The customer suspected it might be related to windows compatibility but was unsure. The tss worked with the customer and found that manually entering the barcode displayed the linked medications correctly. The customer replicated the same steps and confirmed that the linked items appeared as expected. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, while scanning barcode was produced but the page was not showing any meds. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.